Event description:
The customer reported, via email, that when removing the sensor from the insertion site, the actual catheter stayed inside the skin. The customer went to the emergency room, but they were unable to detect it with an xray. The customer will be scheduled for an MRI or CT scan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.